Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lubricity".

Event description:
Healthcare professional reported via company representative "attempted to use a keller funnel, but said it seems like there wasn't much coating on the inner surface, which prevented the implant from easily going through the opening.", "worried about fracturing the implant", and "has happened with two keller funnels recently [...] From the same box."

Manufacturer narrative:
Clarification to d4/h.4: lot number 20k06c.

Event description:
Healthcare professional reported via company representative "attempted to use a keller funnel, but said it seems like there wasn¿t much coating on the inner surface, which prevented the implant from easily going through the opening.", "worried about fracturing the implant", and "has happened with two keller funnels recently [...] From the same box."